Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that this 84-year-old patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of five (5) years and ten (10) months due to calcification leading to severe stenosis. The patient presented with dyspnea, heart failure and syncope. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted as to be in stable condition.

Manufacturer narrative:
Additional, updated information: h6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia coronary artery disease and atherosclerosis.